Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing thresholds due to perforation. Lead also exhibited helix retraction issues. Lead was explanted and replaced. No additional adverse patient effects were reported.